Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 136 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. Customer reports the drive support cap was loose. Customer states that the insulin pump had motor error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery cap. After replacing the battery cap, the unit powered up and passed the displacement, rewind, basic occlusion, prime, excessive no delivery and occlusion tests. No motor error alarms were noted. The motor was tested outside of the device and it passed.